Event description:
It was reported by edwards hvt sales representative that the device was explanted due to aortic insufficiency. Duration of implant is unknown. No additional information provided at this time.

Manufacturer narrative:
Device not returned.